Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that the day prior to report he noticed that his stimulation suddenly felt like it was at full strength, noting that his arm was shaking. Patient said he turned the stimulation down for all programs to 0 but he was still feeling the stimulation, noting that the only way he was able to get it to stop was by turning stimulation off. During the call, patient reported that group a programs 1, 2, and 3 were set to 1.1, 3.7, and 1.5 respectively. Pss reviewed how to decrease intensity to 0 by pressing the down arrow button and pt confirmed the intensity for all 3 programs are set to 0 now. Patient was instructed to check group b and he reported that program 1 was set to 1.5. It was again reviewed how to decrease intensity to 0 and patient confirmed program 1 intensity is now set to 0. The patient was then instructed to turn stimulation back on and he elected to change to group a. Patient stated that he could not feel stimulation at first but once he increased intensity to 1.2 he could feel it and confirmed it was comfortable. The patient was advised to monitor and to follow up with his hcp and have the ins checked if the issue resurfaces.

Event description:
Additional information was received from the patient. Controller was damaged. New controller resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.